Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device, incomplete coaptation, or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device appears to be related to procedural conditions. The reported incomplete coaptation appears to be related to procedural conditions. A cause for the reported poor imaging could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on 04 june 2026, a patient presented with grade 3+ functional tricuspid regurgitation (tr) and a mildly restricted posterior leaflet for a triclip procedure. During the procedure, a triclip was implanted successfully medially on the anterior-septal (a/s) leaflets. While advancing the second triclip there was challenges placing the clip due to insufficient height. The clip became entangled with the chordae. Troubleshooting was performed unsuccessfully and the clip was forced to be implanted centrally on the leaflets. It was not possible to confirm leaflet insertion of the septal leaflet due to imaging. The clip was deployed, then a single leaflet detachment occurred and the clip was not longer attached to the septal leaflet. The procedure was discontinued; the final tr was grade 2. There were no clinically significant delays reported.